Manufacturer narrative:
Received 1 used foley catheter. Visual inspection noted no obvious defects and no foreign matter (white particles) as per reported event were found. A functional evaluation was performed and the catheter inflated and deflated without difficulties. A flowrate test was performed and it met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was inserted into the patient no urine output was observed. The catheter was removed and sterile water was injected into the drainage lumen. After the water was injected, white pieces of plastic material were flushed out of the drainage lumen. The patient is now voiding on her own and she did not experience any urine retention. The catheter was indwelling for 2 hours before the patient realized that the catheter was not draining. She started to void around the catheter. Once the catheter was removed it was flushed with a 10cc syringe however no water could be flushed. Once the white foreign material described by the complainant as white balls were flushed out of the drainage lumen, water flowed freely through the catheter. The patient experienced pain, distention and a urinary tract infection as a result of the catheter not draining. The patient was prescribed an unknown antibiotic to treat the infection.

Manufacturer narrative:
Received 1 used foley catheter only. The sample was evaluated and no foreign matter (white particle) as per event description was observed. No other abnormal conditions were observed on the returned sample. Per the functional evaluation, the sample was able to inflate and deflate without difficulty. The balloon was inflated with 10cc of water and flow rate testing was administered. While inflated, the flow rate was 360ml/min, 360ml/min and 360ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. No white pieces of plastic material came out from the drainage funnel. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).